Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A customer reported during a glaucoma filtering device implant procedure, the surgeon discovered the device was clogged. The device was not implanted. Another device was used. Additional information was requested.